Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an oxygen (o2) sensor out of range diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the reported event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse advised the customer to check the exhalation flow sensor (evq). The customer reported to have found that the evq was assembled incorrectly. The evq was reassembled, and the issue was resolved.